Event description:
It was reported that the lead would not go down 7 french safe sheaths easily after multiple attempts. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, blood on helix/lobe mechanism. Full lead returned and analyzed.